Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. Visual inspection upon receiving revealed no external damage or defects. The device turned on using lab stock batteries. The device was able to obtain spo2, pi and pulse rate readings. The unit was found to visually and audibly alarm during alarm conditions. One led segment does not illuminate fully. Performed diode testing on instrument board and d2 led segment failed, resulting in the led segment not illuminating fully. A service history record review reveals that this unit was in the field for over four (4) year with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the device is missing the top upper center led segment. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6). Device not returned.

Event description:
The customer reported the device is missing the top upper center led segment. No patient impact or consequences were reported.